Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The additional 2.5 x 28 mm device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending artery (lad). The mid lad lesion was pre-dilated, reducing the stenosis to less than 40%. While advancing the 2.5 x 28 mm delivery system towards the lesion, slight resistance was felt while crossing a proximal lesion in the lad. The delivery system was pushed slightly and was able to be advanced to the mid lad lesion. When the device was pressurized, the delivery system balloon did not inflate at all and contrast media was observed leaking out at the proximal balloon section. It was further reported that there had been resistance when removing the protective sheaths from this device during preparation. The delivery system was removed from the patient without any issue, with the implant still intact. A new 2.5 x 28 mm device was to be used, but when it was removed from the packaging hoop, the distal shaft was noted to be separated. There was no reported resistance. A 2.5 x 48 mm xience xpedition was successfully placed in the mid lad and due to the long length of this stent, the proximal lad lesion was also covered. The final patient outcome was very good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.